Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical trial representative reported via phone call that the subject had a device performance issue. The customer¿s blood glucose level was 342 mg/dl. The insulin pump will not be returned for analysis.